Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the inability to close the clip. It was reported that during preparation of the clip delivery system (cds), it was possible to invert the clip, but it was not possible to close the clip. The cds was not used in the anatomy, and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported difficulty opening the clip. Av reviewed the lot history record and there were no manufacturing nonconformities that appear related to this complaint. Av conducted root cause analysis and determined the inability to open the clip was likely due to a loose release crimper. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.